Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported transmitter was taking longer to charge, pump rejected new batteries, belt clip was broken, screen had scratches and blockage alerts. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-397a, mmt-1884l, mmt-7715. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-332a, mmt-397a, mmt-1884l, mmt-7715.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and self-test. Test p-cap locks properly into the reservoir compartment. No failed battery test alarms were noted during testing. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Found a relevant failed battery test alarm in the pump history files and traces on 07/15/2025 at 22:46:05.000. Pump alarmed no relevant no delivery alarms in the pump history files and traces. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, and pillowing keypad overlay. Failed battery test was not confirmed during testing. No delivery/occlusion alarm was not confirmed during testing. Cosmetic damage was not confirmed at the belt clip rails and display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.